Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu0061 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported the original PICC reportedly fractured, resulting in removal. The PICC was secured with an iv3000 dressing and secur-a-cath. PICC was placed in the right basilica vein. Another PICC had to be placed, which is difficult on this patient because only one arm is available for catheter insertion. A peripheral cannula was inserted to continue therapy until the new PICC could be inserted a few days later on (B)(6) 2020. No issues occurred during insertion of the new PICC.

Event description:
It was reported the original PICC reportedly fractured, resulting in removal. The PICC was secured with an iv3000 dressing and secur-a-cath. PICC was placed in the right basilica vein. Another PICC had to be placed, which is difficult on this patient because only one arm is available for catheter insertion. A peripheral cannula was inserted to continue therapy until the new PICC could be inserted a few days later on (B)(6) 2020. No issues occurred during insertion of the new PICC.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A partially circumferential split was observed between the 4cm and 5cm depth markings. The split occurred within a permanent kink impression. Multiple additional kinks were observed in the vicinity of the split. The catheter kinked preferentially at the kink sites during manual manipulation. Microscopic inspection of the split revealed a granular fracture surface. Catheter buckling, material wear and discoloration were observed in the vicinity of the split. The fracture features were consistent with flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube, causing gradual fracture formation and propagation. The location of the damage suggested that catheter securement and maintenance techniques may have contributed. A lot history review (lhr) of redu0061 showed four other similar product complaint(s) from this lot number.